Event description:
The account stated that the architect analyzer generated a false positive bhcg result. The initial result was positive. The qc was within specification. The sample was retested and the result was negative as expected. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation - erratic beta-human chorionic gonadotropin and carcinoembryonic antigen results. A review of the complaint text indicates the architect i2000sr generated discrepant beta-human chorionic gonadotropin (b-hcg)) result for a patient sample. An initial positive b-hcg result was generated by the instrument. The results of the controls and other patient samples processed along with this b-hcg sample were all acceptable. When the sample was reprocessed, a negative result was produced as expected. The customer does not replace the probe every 3 months. The probe was replaced on the instrument and no additional information was available from the customer. A review of the complaint history for architect isystem sn# (B)(4) over the period of time of (B)(6) 2008 through (B)(6) 2009 was performed. No additional incidents of erratic results have been documented. The architect system operations manual ((B)(4) june, 2007): section 7, operational precautions and limitations. Limitations of result interpretation: assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 9: service and maintenance: component replacement provides thorough instructions on the procedure to remove, replace, and verify a sample probe. In section 10: troubleshooting and diagnostics under observed problems list multiple probable causes and resolutions related to the customers issue. In the architect total beta-human chorionic gonadotropin reagent package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. In the architect carcinoembryonic antigen reagent package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. The most probable cause of the erratic results was the probe. This is the final report.